Manufacturer narrative:
The radiometer investigation has shown, that the analyzer worked as intended. The root cause for possibly falsely high na value remains unknown.

Event description:
According to the complaint a patient measurement was done on a abl90 flex plus analyzer (B)(6) 2021, 21:17, with a sodium result of 147mmol/l. The doctor sees this and finds the result not in accordance with previous results. Repetition of the measurement from the same sample gives result 125mmol/l. The same sample measured on another abl analyzer ((B)(4)) also returns 126mmol/l. After that a new sample is taken from the patient with sodium result of 125 mmol/l and 126 mmol/l on both abl analyzers. Customer considers the first sodium result of 147mmol/l as false high. No reports of death or serious injury.